Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test. Our field service technician investigated the ventilator on site and the fault was isolated to the turbine module and the turbine needs to be replaced. No goods or ventilator logs have been provided for investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer's ref#: (B)(4).